Event description:
It was reported that the instrument broke in two during surgery. There was no harm to the patient and all pieces were found and located. There was a backup device available. No delay reported.

Manufacturer narrative:
The associated legion offset coupler trial was returned and evaluated. A visual examination of the returned product indicated that it has fractured in half. Both pieces were returned. The connection screw is assembled through the offset coupler male part into the offset coupler female part with a thread locking agent. An additional set screw is assembled on top of the connection screw in the offset coupler male part to fasten it during surgery. If an excessive amount of torque is applied to the set screw, torque may be transferred to the connection screw leading to a fracture. The cause for the break in the offset coupler trial connection screw may be attributed to excessive torque applied to the set screw. This instrument was manufactured in 2010 and it shows signs of significant wear/usage. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.